Manufacturer narrative:
(B)(4). Date sent: 2/23/2023. Additional information received: end date : blank => 05 jan 2023. Outcome : recovering/resolving => recovered/resolved. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 27476, and no non-conformances were identified.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received; relationship to study device: probable. Relationship to primary study procedure: probable. Drug therapy: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 9/22/2023. Additional information received: diagnostic imaging : no/ yes. Intervention/treatment (check 'none' or all that apply)none : no/ yes. Outcome : blank => unknown. Relationship to study device : blank => possible. Is the adverse event serious? (If yes, check all that apply) : blank => no. Severity : blank => mild. Relationship to study procedure : blank => possible. Intervention/treatment (check 'none' or all that apply) none : yes => no. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? :

Manufacturer narrative:
(B)(4). Date sent: 12/7/2023. Additional information received: date of dilation : blank : (B)(6) 2023. Dilation performed : no : yes. Indicate type of dilation? : blank : mechanical. Drug therapy (prescription) : no : yes.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Additional information received: start date:(B)(6) 2023. Alert date: 01- sep- 2023. Country of event: us. Model: lxmc16. Device lot number: 27476. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6). Sex: female. Age (at time of consent): 47 years. Additional event details. Site awareness date: 31 aug 2023. End date: blank. Severity: blank. Is the adverse event serious? Blank. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: blank. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024 additional information received: end date : blank 2024 outcome : unknown recovered/resolved

Manufacturer narrative:
(B)(4), date sent: 5/22/2024. Additional information received: start date: 14 mar 2024. Alert date: 20- may- 2024. Country of event: us. Model: lxmc16. Device lot number: 27476. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 47 years. Additional event details: site awareness date: 20 may 2024. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2024. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: yes. If other specify: gastric emptying study (B)(6) 2024, egd with biopsy (B)(6) 2024. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024 additional information received: if other, specify : gastric emptying study 3/28/2024, egd with biopsy 5/2/2024 => 28mar2024 indicate type of dilation? : mechanical => pneumatic updated log line 3: if other, specify : 28mar2024 => gastric emptying study 28mar2024 updated log line 3: diagnostic intervention : no => yes.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: end date : blank => 31 jul 2024. Outcome : not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Corrected data d4: UDI#. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank / index.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: blank = no.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Additional information: updated log line: 2. Updated: severity: mild = severe. Updated log line: 3. Updated: severity: mild = severe.